Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported issues involving a revision. The patient was having therapy issues, though impedances were normal range. Imaging done appeared to show that lead had pulled out of the header block. Going into the revision, the plan was to replace just the lead. However, during the surgery, they found that the lead was connected to the ins but they were getting "maximum settings" message and impedance issues when they ran those. The hcp decided to replace both the lead and ins, which are both coming back to representative. The patient was having interstim therapy issues so a revision was done on (B)(6) 2025.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID: 978b128 (lot: va2ul8s); product type: 0200-lead; implant date: on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2ul8s serial# implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead h3: analysis of the implantable neurostimulator (ins) (s/n: (B)(6)) revealed that the device passed functional testing. Continuation of d10: product ID 978b128 lot# va2ul8s serial# implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead h3: analysis of the returned lead (l/n: va2ul8s) revealed that upon visual inspection fluid consistent with body fluids in the lead was noted. Each conductor is individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.